Event description:
The customer reported that the lighthead has dissociated from the spring arm and has fallen down. No injuries were reported. (B) (4). (B) (4).

Manufacturer narrative:
In january of 2010, hospital engineering contacted maquet service to assist in the repair of a maquet hanaulux 2005 light that had been disassembled and removed from service on operating room #5. Maquet service ordered the required parts and upon return a few weeks later, learned that the light that was being repaired was damaged when it fell in hosp operating room #3. Because the facility required operating room #3, hospital engineering removed the damaged cupola and arm and moved into operating room #5. The lights originally installed in operating room #5 was then placed into operating room #3 by hospital staff. The hospital engineer stated that no one was injured at the time of the incident. Unfortunately, because the unit had been disassembled when maquet service arrived, no definitive root cause could be determined. The light in operating room #5 was repaired, tested and verified operational by maquet service. Maquet did not have a service agreement with the hospital at the time of the incident. The hanaulux 2000 maintenance program (B) (4) includes a verification that the spring arm assembly is well secured. Maquet inc submits this report on behalf of the device mfg facility. Maquet s.a provides product failure investigation, analysis and resolution for the device described in this report.